Event description:
It was reported that prior to starting a da vinci s hysterectomy procedure the pk dissecting forceps instrument was noted to have an exposed wire at the wrist. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the instrument had an exposed wire. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The electrical continuity testing passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.